Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 450 mg/dl with polydipsia and polyuria and unspecified ketones associated with a cartridge issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the patient was not cycling the cartridge before filling with insulin and did not pressurize the insulin vial before use. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.